Manufacturer narrative:
The suitcase containing the instruments was knocked over, possibly impacting the distance sensor. The distance sensor was replaced.

Event description:
It was reported that during a surgery, the distance sensor was non-functional with an accuracy issue > 2mm. There was no patient/user impact reported.